Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and customer reported a crack on battery tube side. Customer reported blood glucose value of 350 mg/dl and the hyperglycemic event was treated with manual injection and insulin pump. The event involved product(s) mmt-1880l, mmt-332a, mmt-242a, mmt-7020la. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for physical damage to the pump. The customer was advised to discontinue use of the device and the insulin pump will be replaced. Troubleshooting was declined for hypoglycemia. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7020la.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. On the event date of 24-mar-2025 of the daily total collection start time, the daily total of basal insulin delivered = 307250 (30.725 u) and daily total of bolus insulin delivered = 396000 (39.6 u) which is equal to the daily total of all insulin delivered = 703250 (70.325 u). All bolus/basal were delivered in auto mode/manual mode. Perform the history review 1 week prior to the event date 24-mar-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.